Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue when it would not open? If yes, how was the device removed from the tissue? Did the jaws of the device eventually open? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the device stayed stuck, impossible to open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.